Manufacturer narrative:
This supplemental report was created to update h6, missing one patient code swelling/edema. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with antibacterial absorbable envelope was part of a system revision due to pocket infection as the pocket shows redness, swelling and edema. There were no additional adverse patient effects reported. This ICD remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with antibacterial absorbable envelope was part of a system revision due to pocket infection as the pocket shows redness, swelling and edema. There were no additional adverse patient effects reported. This ICD remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.